Event description:
The hcp reported the patient experienced a dererioration of the wound in the pump pocket site. The wound then became infected. The pump was explanted and the wound debrided. The patient was able to be discharged to home with antiemetics and a regular diet as tolerated.